Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. During ventilation the screen became black the ( the unit continued to ventilate). The issue could not be reproduced and was not to be found in the log files. No harm to patient or user. Even thought the event could not be reproduced at hamilton ag the event gave the user a certain sense of discomfort not delivering adequate care to the patient and is therefore considered as a reportable event. When the screen gets black the deivce cannot be operated by the medical staff. The issue is not likely to be serious to public health but is likely to cause serious injury or death. Neither is the issue likely to be serious to public health but is likely to cause serious injury or death if it were to recur. An investigation for this case is ongoing in order to find out the definite root cause.

Event description:
According to the customer this unit had a black screen issue.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems no, 2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for ventilation. No root cause could be determined as the problem was not reproducible. There was no patient or user harm.

Event description:
According to the customer this unit had a black screen issue.